Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). Neither the pump involved in the reported incident nor the logs were returned for evaluation. Without the actual sample/logs a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). . The investigation into this reported event is ongoing. Additional attempts to get more information are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: even though they account for overfill when programming the infusions, the pump will drop to kvo when there is still 30-50 ml left in the bag.